Manufacturer narrative:
Additional information - section h4 (device manufactured date) has been updated based on returned product download. The sensor (B)(4) was returned and investigated. Visual inspection was performed on the returned sensor. No issue was observed. The sensor plug was returned and properly seated in mount. An extended investigation has also been performed. Data was extracted from the returned sensor using an approved software. A sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed, and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported a high readings issue with his adc freestyle libre, having received a sensor scan result of 302 mg/dl with a horizontal trend arrow, which was higher than he felt. He injected 5 units of insulin in response to the reading, and subsequently became hypoglycemic and lost consciousness. An ambulance was called and an hcp administered intravenous glucose solution for treatment. Additionally, the customer reported that during the hypoglycemic event, he fell down, bumping his back, resulting in a vertebral fracture. The customer noted that the injury does not require surgery, but he now has to be at rest. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with his adc freestyle libre, having received a sensor scan result of 302 mg/dl with a horizontal trend arrow, which was higher than he felt. He injected 5 units of insulin in response to the reading, and subsequently became hypoglycemic and lost consciousness. An ambulance was called and an hcp administered intravenous glucose solution for treatment. Additionally, the customer reported that during the hypoglycemic event, he fell down, bumping his back, resulting in a vertebral fracture. The customer noted that the injury does not require surgery, but he now has to be at rest. There was no report of death or permanent impairment associated with this event.